Manufacturer narrative:
This is one event reported on the same pt involving two separate products; associated with mdrs # 1225714-2013-02190, 02191.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on or about (B)(6) 2012 after the use of the product.